Event description:
It was reported to ge that the gantry on a newly installed qx/I tilted back without operator command. The gantry tilted back in 5 degree increments until it stopped at the firmware limit. This event was first observed by a technologist and then by the field engineer called in to troubleshoot. This happened prior to first pt use. No injury or damage occurred. The event was caused by circuit board failure. The board was replaced and the event has not recurred.